Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. It was advised that the customer could continue using the pump, and they were instructed to call back if the malfunction reoccurred.